Event description:
It was reported "battery percentages are inaccurate; pump reads high battery in the morning and by the afternoon the pump will read 5%." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.